Event description:
It was reported the customer was experiencing high blood glucose. It was also found the customer had several no delivery alarms on their insulin pump prior to their unexplained high blood glucose. The customer's blood glucose was 494 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer was feeling tired, nauseous, and frequently urinating due to their high blood glucose. Troubleshooting found the customer had tiny air bubbles in their tubing. Customer also stated insulin was able to exit from the tubing and there were no leaks present. It was also found the customer had a bent cannula after removing their infusion set. Customer stated their infusion set was not occluded. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.